Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not available for evaluation; however, the production history files indicated that the device was released pursuant to the product specifications. The red marker has no impact upon device safety and performance and thus the outcome of the procedure. It only serves as an additional indication of the sequential status of device operation.

Event description:
After firing the colonring device, the knob indicator fell down. The surgeon didn't hear click sound when he turned the operating knob clockwise.